Event description:
It was reported that patients lead and extension eroded through the skin. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the spot on the scalp that opened was cleaned out and closed to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient was administered antibiotics to address the issue. Patients wounds are healing well.